Manufacturer narrative:
Not returned to manufacturer.

Event description:
Reprise ii 0261rp2x020a-m (right femoral artery dissection due to introducer sheath (bleeding complications), right femoral artery dissection due to introducer sheath (vascular complications)). On (B)(6) 2013 during the index procedure, it was noted that the subject had a "non-occlusive dissection" along with leakage from the right common femoral artery following the removal of the introducer and proglide closure. -per crf, the varc classification for this event is minor. -hematology measurements performed on (B)(6) 2013 were as follows: lowest hematocrit value associated with the event: 31.6 %. Lowest hemoglobin value associated with the event: 10.6 g/dl. -per crf, no blood transfusion was performed for the event. -the dissection at the femoral artery was treated with placement of an 8x60 mm non bsc stent. -the final follow up angiography scan of the ilio-femoral artery revealed no "residual vascular complications". - per crf, on (B)(6) 2013 the event of right femoral artery dissection was resolved. -potential relationship to study procedure per investigator for event (001): related.

Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. Lot number was not provided therefore it is not possible to complete a DHR/lhr review. Lot number was not provided therefore it is not possible to complete a similar complaint trend review. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. The device was not returned for review. Damage to the vessel is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. Creganna medical will continue to monitor occurrence rates per the risk documentation. The event description confirms that final follow up angiography scan of the ilio-femoral artery revealed no "residual vascular complications". Per crf, on (B)(6) 2013 the event of right femoral artery dissection was resolved. Based on the above conclusion no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types.

Event description:
Reprise ii 0261rp2x020a-m (right femoral artery dissection due to introducer sheath (bleeding complications), right femoral artery dissection due to introducer sheath (vascular complications)) on (B)(6) 2013 during the index procedure, it was noted that the subject had a "non-occlusive dissection" along with leakage from the right common femoral artery following the removal of the introducer and proglide closure. -per crf, the varc classification for this event is minor -hematology measurements performed on (B)(6) 2013 were as follows: lowest hematocrit value associated with the event: 31.6 % lowest hemoglobin value associated with the event: 10.6 g/dl -per crf, no blood transfusion was performed for the event. -the dissection at the femoral artery was treated with placement of an 8x60 mm non bsc stent. -the final follow up angiography scan of the ilio-femoral artery revealed no "residual vascular complications". - per crf, on (B)(6) 2013 the event of right femoral artery dissection was resolved. -potential relationship to study procedure per investigator for event (001): related.